Event description:
According to the details initially reported by the customer: 'as reported by telephone discussion during bathing treatment using arjohuntleigh bath chair (presumably the calypso but reporter unable to advise exact name) with blue and white backrest, resident almost fell/slipped off the chair. Resident did not slip off the chair. Facility classified this as a "near miss' in their incident category, no injuries were sustained by the resident or caregiver. Upon investigation, reporter advised that she believes that the safety belt was not applied properly and the resident was not seated correctly on the chair. Since the incident has taken place the facility has had follow up in servicing on use of the product and the caregiver was advised of safe and proper use of the chair. Customer booked repeat follow up training on chair for (B)(6) 2013.' Ref MFR number: 9611530-2013-00058.